Event description:
Sorin group received a report that the s5 roller pump stopped during a procedure. There was no report of pt injury.

Manufacturer narrative:
Pt information was not provided. Sorin group deutschland manufactures the sorin c5 roller system. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service rep was dispatched to the facility to investigate. While at the facility, the service rep tested the unit and could not reproduce the reported issue. The service rep reseated all the connectors on the motor power amplifier and motor controller boards. One retaining tab for a connector was broken on the power amp board, a replacement was ordered. The firmware was upgraded and subsequent testing found the unit to be functioning properly. The investigation is ongoing. A follow-up will be sent when the investigation is complete.